Event description:
Per affiliate: it was reported that the customer was hospitalized for dka. Prior to the event, an alarm occurred numerous times. It was stated that the customer bolused to treat hbgs. It was indicated that the contact will educate the customer about the alarm and how to respond approprilately. No further details.